Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that during spinal fusion procedure, the splash screen of the navigation system became unresponsive. Representative was unable to enter any application and could not shut down the system using the user interface. A reboot was performed which resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.